Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray failed and requires maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the pharmacy (rx) technician removed the tray jam. The system functioned as intended after the issue was resolved by pharmacy technician.